Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The physician decided to reposition the lead but was unsuccessful. A different lead was then implanted successfully. No additional adverse patient effects were reported. The lead was out of service and will be returned.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Allegation of lead dislodged could not be confirmed by visual inspection and nothing was wrong with the lead that would cause dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.